Manufacturer narrative:
Additional information: d9, g3, h3, h6. Lcd touch screen is damaged and requires force to function. The outflow motor underperformed only at 600 ml's per minute. Physical damage was found to the top cover, bottom cover, bezel, and both covers. There are also 4 missing bumpers and 1 missing molex cap. The serial label requires replacement and software label requires update from v1.10 rev 31 to v1.10 rev 38. It is recommended to replace 4 cables, outflow motor, lcd touch screen, top cover, bottom cover, bezel, both door covers, molex cap, bumpers, and serial label. Update the software label from v1.10 rev 31 to v1.10 rev 38 and recertify the device. See vendor evaluation

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/08/2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump touch screen wasn't working during a case. It would power on but would not allow navigation. No patient was affected.